Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced right sided capsular contracture and left sided rupture post procedure. The patient fell and the left implant became square shaped. Magnetic resonance imaging confirmed rupture. The right side is hardened. As a result, an explant is planned for (B)(6) 2022. See 1645337-2022-06497 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on july 21, 2022. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The rupture, originally thought to be left sided, was bilateral. This report relates to the left prosthesis. The rupture was confirmed through magnetic resonance imaging. The explant date was clarified to be (B)(6) 2022. Manufacturer¿s reference number: (B)(4).